Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen. The concentration, dose, and lot number were unknown. The hcp believed the pump was empty. The reason why the hcp believed the pump was empty was unknown. The hcp did not have access to the 8840. Alarms were heard, but no 8840 was available. It was unknown how much time had lapsed since the last refill. There were no symptoms reported. The patient did not have any symptoms at this time because they were being successfully managed with oral baclofen. It was noted that the patient was in the hospital. The pump had been interrogated last friday (from (B)(6) 2015), but the hcp did not have those reports. Additional information was requested regarding troubleshooting performed, the cause of the emptied reservoir, and the outcome. Follow up is being conducted. If additional information becomes available, the event will be updated.

Event description:
Additional information was received from a health care provider (hcp). The patient was found to be past the due date for pump replacement. They were scheduled for a pump replacement with the neurosurgeon. The pump was empty because it was past the eri (electronic replacement indicator) date. To resolve the empty reservoir, the pump was replaced. The exact date of when the pump ran empty and when eri occurred were unknown. Follow up was conducted. If additional information becomes available, the event will be updated.